Event description:
A customer reported experiencing a cartridge alarm during the load process, with their blood glucose level displaying as "high," though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. To manage the situation, the customer administered a corrective injection via multiple daily injections (mdi) and did not need third-party assistance. Although the customer had no history of reporting cartridge alarm 20 with this pump, consecutive cartridge alarms were confirmed. Technical support decided to replace the non-warranty pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.